Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's scs lead was not providing pain coverage. Surgical intervention was taken and the lead was replaced. Reportedly there was good coverage of patient's pain after the procedure.